Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during cori assisted tka surgery, the real intelligence foot pedal gave an error saying that there was a connection error. The foot pedal stopped working, either pedals not functioning. Troubleshooting was attempted but to no avail with the foot pedal completely not responsive. Surgery was resumed after a non-significant delay by manual procedure. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
H3, h6: the real intelligence foot pedal, part # rob10026, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing over several days and with multiple consoles found no issues with the pedal functionality. Although the reported problem was not confirmed through a visual or functional evaluation, a possible contributing factor may have been related to a faulty foot pedal receptacle on the front panel of the cori console used, causing the foot pedal to disconnect and become unusable. This may be due to intermittent wiring or a loose pin connection. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence foot pedal, part number rob10026, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent connection to the console. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.